Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying different readings than what they expected. They stated they put in 6% of des. But got 6.5% on the multigas unit. They swapped in another multigas unit, which showed the correct/expected readings. No patient harm was reported. Investigation summary: based on the available information, we were unable to confirm the reported issue or determine a root cause as the issue is user dependent, the device was not returned, and the customer remained non-responsive to requests for any additional information. Although a definitive root cause was not determined, we have identified several potential causes, device/component failures, display screen issues, software issues, user related setup/installation errors, power related/startup issues/spontaneous shutdown, and communication or signal loss issues. Based on the aging of the device, excessive use and/or excessive handling, components are expected to fail overtime. Device components are replaceable, where the longevity is dependent upon a few different factors. The instrument/device and parts must undergo regular maintenance inspection at least every 6 months, if neglected, parts and components can fail, leading to the reported issue. Moreover, if the device is stored for extended periods, without being used, the user needs to ensure, prior to operation, that the instrument is in perfect operating condition. Also, the water trap should be replaced every 4 (four) weeks or as indicated on the device. Ensuring the environment is optimal, as described in the operator's manual, should also be checked prior to operation. A review of the device history and facility trending showed this was the only complaint for this device in the past (3) three years. Trending will continue to be monitored for these devices, incidents, issues, and causes. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt #1 04/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report; g3 date received by manufacturer; g6 type of report; h2 if follow-up, what type? H6 event problem and evaluation codes; h10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit was displaying different readings than what they expected. They stated they put in 6% of des. And they got 6.5% on the multigas unit. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their gas module is displaying different readings than what they expect. For example, they said that they put in 6% of des. And they got 6.5% on the gas monitor. He also mentioned that they swapped to another multigas unit, and this device showed the correct/expected readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their gas module is displaying different readings than what they expect. For example, they said that they put in 6% of des. And they got 6.5% on the gas monitor. He also mentioned that they swapped to another multigas unit, and this device showed the correct/expected readings. No harm or injury was reported.